Manufacturer narrative:
The actual device was returned evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed which found that the device overheated, made an unusual noise, had a cut in the cord, and will not lock burr. During evaluation the device was disassembled which found that the driveshaft was broken. It was determined that this condition could cause the burr not to lock in. It was further determined that the cut in the cord was caused by allowing the cord to come in contact with a sharp object. The assignable root cause was determined to be due to mishandling of the device and excessive force being used during use. This is further defined as misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device would not lock the burr. During in-house engineering evaluation it was found that the device overheated, made unusual noise, had a cut in the cord, and would not lock burr. The device was disassembled which found that the driveshaft was broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.